Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a patient death reported following a laparoscopic procedure in which the clip applier was used. Additional information will be provided.

Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received there was a patient death reported following a laparoscopic cholecystectomy procedure in which the clip applier was used. There was an autopsy performed. They find two open clips in the abdominal cavity. The device being applied to arteria cystica. Two clips applied on the patient side and one on the resected side. During the observation of the corpse they found 4 liters of blood in the abdominal cavity but nothing fell into patient cavity during the operation.